Event description:
Received a total of 3 ultherapy treatments at (B)(6) in (B)(6). (B)(6) 2022 - upper face (B)(6) 2022 - lower face (B)(6) 2022 - neck the FDA has approved this device for limited uses, specifically: indications for use: the ulthera system is indicated for use as a non-invasive dermatological aesthetic treatment to: lift the eyebrow lift lax submental (beneath the chin) and neck tissue; which can also affect the appearance of lax tissue in the submental and neck regions improve lines and wrinkles of the décolleté. Within the a few days of treatment, I noticed hard nodules under my skin. I spoke with the provider who assured me they would resolve in a few days. When they did not resolve for a few weeks, I spoke with the provider again. She stated that she had not had any patients experience that issue, and that she would do some research. When I followed up with her again, she stated that she couldn't find any information on her resources about this issue. Ultimately, after 3-4 months the issue seemed to have resolved. However, since these treatments I have suffered increased tmj disfunction and pain, increased ptosis, decreased visual field, worsening skin texture, increased wrinkles, increased skin laxity on face and neck with significantly noticeable submental skin laxity.

Event description:
Additional information received on 26-jun-2024, for report mw5116843. Correcting procode information.

Event description:
Received a total of 3 ultherapy treatments at (B)(6) in (B)(6). (B)(6) 2022 - upper face (B)(6) 2022 - lower face (B)(6) 2022 - neck the FDA has approved this device for limited uses, specifically: indications for use: the ulthera system is indicated for use as a non-invasive dermatological aesthetic treatment to: lift the eyebrow lift lax submental (beneath the chin) and neck tissue; which can also affect the appearance of lax tissue in the submental and neck regions improve lines and wrinkles of the décolleté. Within the a few days of treatment, I noticed hard nodules under my skin. I spoke with the provider who assured me they would resolve in a few days. When they did not resolve for a few weeks, I spoke with the provider again. She stated that she had not had any patients experience that issue, and that she would do some research. When I followed up with her again, she stated that she couldn't find any information on her resources about this issue. Ultimately, after 3-4 months the issue seemed to have resolved. However, since these treatments I have suffered increased tmj disfunction and pain, increased ptosis, decreased visual field, worsening skin texture, increased wrinkles, increased skin laxity on face and neck with significantly noticeable submental skin laxity.